Event description:
It was reported to covidien in 2008, that a customer had a problem with a dialysis catheter. The customer states that the catheters adaptors were cracked causing the catheter to be replaced.

Manufacturer narrative:
Submit date: 10/09/2008. An investigation is currently underway. Upon completion, the results will be forwarded.